Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen does not work at the top of the screen. Would like to speak with technical support to verify and if needed get the parts ID. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported no impact to the patient care due to this reported issue. The device was being set up for use when issue occurred and there was no delay in therapy or harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The touchscreen is not responding in the alarm silence button area. The device passed touchscreen calibration but since there are only three points located relatively centered on the touchscreen, this did not detect that the upper portion wouldn't work, nor did it fix the problem. Discussed touchscreen replacement per the manual to include parts ID. The customer replaced the touchscreen to resolve reported problem. The device successfully passed performance specification testing after the repair was completed and is back in service.